Manufacturer narrative:
H3: one device was received for evaluation. The service history review identified no related previous repairs in the last 12 months. The customer issue was confirmed by performing visual and functional performance verification (pvt). The downstream occlusion (dso) seal was replaced to fix this issue. A uso/dso sensor calibration plus a performance verification test (pvt) were performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.

Event description:
The customer returned the product for the dso seal had been detached. During device evaluation, the dso seal was confirmed to be detached. There was no patient involvement.